Event description:
The customer reported the ventilator alarmed with low leak co2 rebreathing risk. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The respiratory therapist described the patient as an "aggressive, heavy breather" which caused an excess of fluid in the patient circuit. The biomedical engineer cleaned and ran the device through all specified testing. The unit met all specifications and was returned to the floor for treatment. Office contact address: (B)(4).

Event description:
The customer reported the ventilator alarmed with low leak co2 rebreathing risk. The customer reported that the unit was in use on patient, but there was no patient harm.